Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, inadequate bone quality/quantity, mobility (2021_0542 and 2021_0543 are same patient)